Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit has blood back issue. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the tubing , blood detect , pneu cmpnt m luer 1/16 tb white , pressure transducer , absolute , assy crm english , assy , safety , english and after the replacement fse had performed all the functional and calibration tests in which all the tests have been passed. The unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).